Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported free flow of precedex was not able to be identified during a review of the logs. The suspect device and administration were not returned for laboratory testing. H3 other text: no devices received, log review only.

Event description:
It was reported that during hourly rounding, the patient was found unresponsive to painful stimuli. The alaris large volume pump module was programmed correctly for 3.8ml/hr of precedex and had free-flowed 400mcg/100ml into the patient. The precedex bag was found empty. The pump was stopped, both the pump and channels were removed from service. The patient became mildly hypotensive and bradycardic. The patient's propofol and fentanyl were titrated to keep the pressure up.

Event description:
It was reported that there was free flow events. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during hourly rounding, the patient was found unresponsive to painful stimuli. The alaris large volume pump module was programmed correctly for 3.8ml/hr of precedex and had free-flowed 400mcg/100ml into the patient. The precedex bag found empty. The pump was stopped, both the pump and channels were removed from service. The patient became mildly hypotensive and bradycardic. The patient's propofol and fentanyl were titrated to keep the pressure up.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: adverse type, date of event, describe event or problem, concomitant med prod data, type of reportable events. Additional information : event attributed to, unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex e, f codes.